Manufacturer narrative:
A review of the surgical report and drilling protocol indicate the case was properly planned. A request for the guide to be returned for evaluation went unanswered as well as attempts to obtain additional information regarding the surgery.

Event description:
Utilizing surgical guide print003, doctor states he followed all guided surgery protocols but the implant did not end up in the planned location, it was not in bone on the buccal. Implant was removed and patient grafted.